Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, g1, h2, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-nov-2022 to 27-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the tower door had failed. A field service engineer replaced latches and drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation system had frequent tower doors 1 and 2 failure. The customer stated that they were unable to remove medication and there was no delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower doors 1 and 2 failed. The field service engineer replaced latches and controller to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had frequent tower doors 1 and 2 failures. The customer stated that they were unable to remove medication and there was no delay in patient care. There were no adverse events or injuries reported based on this event.